Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise reported on the rv and ra channels in recordings transmitted to home monitoring. Rv pacing impedance measurements have been intermittently out of range (less than 200 ohms). No adverse patient events reported. Should additional information become available, it will be added to this file.